Event description:
The complainant has reported that a female patient (age unk) underwent a therapeutic ercp on september 04, 2006. It was reported that during the procedure "the cutting wire broke". The procedure was completed with a different device. There was no reported complication or ill effect sustained by the patient. No other information is available at this time.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.